Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, after the surgeon tapped with the gold awl and he inserted the twinfix pk anchor through the cannula, and before placing it in the pilot hole, the surgeon noticed that the anchor was bent about halfway through, then he removed the anchor from the cannula and the nurse opened a new twinfix pk anchor and the procedure was completed successfully. No delay or further complications were reported. As per the results of the investigation, the visual inspection revealed the insertion device was returned with the anchor fractured.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured anchor and suture material attached. The anchor has debris in the fracture and there is debris on the insertion shaft and sutures as well. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.